Event description:
Information received from the field does not address the patient's clinical status but notes that at a post implant follow-up, the battery impedance was 13 kohms. The patient will be monitored.